Manufacturer narrative:
(B)(4). It was reported that the patient underwent an inguinal hernia repair and mesh was implanted. Following insertion, the patient experienced pain throughout his scrotum, inner thigh, navel, hip and groin, and has difficulty walking, and has gi, urologic and sexual function issues. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the patient that he underwent an inguinal hernia repair on (B)(6) 2011 due to the da vinci robotic surgery for prostate cancer and mesh was implanted. Post surgery he experienced groin pain and was diagnosed with nerve damage. He has experienced bowel problems, swollen testicle, leg and groin pain, kidney pain, flatulence, increased stress urinary incontinence, and increased blood pressure. He has been treated with novocain, steroid injections, gabapentin, nortriptyline, desipramine, hydrocodone, codeine, and morphine none of which have helped. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 04/07/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report(B)(4).